Event description:
Information received indicates the ground pin is loose on the power cord plug, preventing the technician from getting a ground resistance reading while performing an electrical check.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.